Event description:
It was reported that after initial subcutaneous implantable cardioverter defibrillator (s-ICD) implantation, auto setup failed because r-waves signal amplitudes were too low. Technical services (ts) was contacted, and ts discussed options. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to muscle noise oversensing and low r-waves. The s-ICD had previously not passed in all vectors. Subsequently, the electrode was repositioned and the s-ICD still did not pass in any vector. The inappropriate shocks occurred because the patient had broken their hip and was convulsing in their bed after hospitalization. The muscle noise was reproducible. Ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.